Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced renal issues. A watchman closure device was implanted. The patient had an extended hospital stay due to renal issues from the contrast used during the procedure. No further patient complications were reported.